Event description:
The customer reported that the defibrillator pads cable did not work. There was no report of patient involvement or negative patient impact.

Manufacturer narrative:
(B)(4). The device and accessories were evaluated by a philips field service engineer. The pads cable was replaced to resolve the issue. After passing all required testing the device was returned to use.